Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: t5-l1 it was reported that patient with idiopathic scoliosis (lenke type: 1an) underwent spinal correction fusion. Intra-op, when the surgeon tried to perform final tightening after connecting the torque wrench to the retaining screw driver t25, the non-break off set screw was stripped and could not be tightened smoothly. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.